Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the device was used for about three hours then the tissue pad started to come off. It was replaced and they continued with the case. There were no adverse consequences for the pt.